Event description:
It was reported that, pt had hip components explanted due to adverse local tissue reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested, but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00823.